Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. The lead was programmed off, and subsequently, removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.